Manufacturer narrative:
Eval summary: the qa (quality assurance) investigation results were received on (B)(6)2011. The production and quality control documentation for lot number w1013, expiration date 08/2012 were reviewed. The investigation showed that the product met specification. No associated non-conformances were noted. Additional info was received on (B)(6) 2011 from the physician. She reported that the pt developed tender, erythematous nodules on an unk date in 2011. Additional info received on (B)(6) 2011 from the reporting physician. She stated that the pt "still has nodules" and no biopsy was performed. The relation of the event to prevelle silk was "most likely" related. (B)(4). Additional info was received on (B)(6) 2011 in the form of a clinical protocol. The pt is currently participating in an investigator sponsored trial entitled "a clinical study evaluating the efficacy, safety, and pt satisfaction of injectable hyaluronic acid with 0.3% lidocaine hydrochloride, prevelle silk, for superficial, vertical perioral lines, and superficial, horizontal, lateral canthal lines" and pt ID is (B)(6). (B)(4). Additional info was received on (B)(6) 2011 from the physician. The treatment for the events of injection site redness, injection site swelling, injection site itching, and injection site nodules included intralesional kenalog (triamcinolone acetonide) and hyaluronidase. The pt's outcome for the events reported as recovered. The intensity for those events were assessed as severe. The reporting physician assessed the relationship between prevelle silk and those events as definitely related. The physician did not confirm that the event of injection site burning occurred. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.

Event description:
Redness [injection site erythema]. Swelling [injection site swelling]. Slight itching at injection sites only both eyes at crows feet and mouth vertical perioral lines [injection site pruritus]. Tender, erythematous nodules [injection site nodule]. Allergic reaction [hypersensitivity]. Burning [infection site pain]. Case description: spontaneous report received on (B)(6) 2011 from a dermatologist regarding a female pt. Pt initials, age, and medical history were not provided. The pt injected with prevelle silk. Date and location of the injection was not provided. The dermatologist stated that the pt experienced an allergic reaction. At the time of this report, the outcome of the events and treatment were not provided. The prevelle silk lot number was not provided. No further info was provided. Additional info received on (B)(6) 2011 from the dermatologist regarding the (B)(6) female caucasian pt initials (B)(6). The pt's medical history included radial keratotomy in 1986, abdominal liposuction and mild depression in 1995, post menopausal in 2003, right eye ablation to correct vision in 2007, and juvederm (cross-linked hyaluronic acid) to the lips in 1998. Prevelle silk treatment was injected on (B)(6) 2011 for crow's feet and the lips for vertical perioral lines only. The onset of the allergic reaction was (B)(6) 2011. The pt experienced redness, swelling, burning, slight itching at the injection sites which was around both eyes at the crow's feet and the vertical perioral lines around the mouth. The events have not yet recovered. The relation of the events to prevelle silk was definite. The severity of the symptom was moderate. Treatment included allegra (fexofenadine) one tablet po (oral) qd (every day) started on (B)(6) 2011. The prevelle silk lot number was w1013, expiration date aug 2012. No further info was provided.